Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that three synframe angle rod screws were missing while preparing for surgery. There was no delay in surgery and backup screws were available. Surgery was successfully completed. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that 3 synframe extensions (part# 387.334, lot# 7528782, 3469697, 3741170) were returned for missing screws. The extension is a component of the synframe auxiliary instruments and is used with the small, two piece, synframe holding ring (387.335) to place instrumentation close to the patient¿s head for cervical procedures. The synframe system allows for a less invasive spine surgery by eliminating hand-held retractors and allowing direct visualization (synframe assembly guide j2887-e, synframe information sheet j4619-a). The condition of the returned instruments is confirmed as all three extensions are missing both components of the screw (hex m7 x 0.75 and stop screw). (B)(4) were reviewed during the investigation. The stop screw is not meant to be disassembled from the hex screw as the two components are secured together using loctite (B)(4). The DHR reviews showed there were no issues during the manufacturing of the product that would have contributed to the complaint condition. The most likely cause for this complaint is the stop screw was disassembled for cleaning and lost during the process. The drawings were reviewed and found adequate for the instrument¿s intended use. The screw was most likely disassembled for cleaning and lost during the process. This complaint is deemed confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.